Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces however; no button error alarm noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window and cracked battery tube threads.

Event description:
It was reported by the customer's mother that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 500 mg/dl. Customer changed the battery and the error is still there. Customer was not able to clear the alert. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Customer treated with a manual injection. It was noted that the customer kept the pump in her pocket. No additional information provided.